Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the implant was removed due to pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Zimmerbiomet complaint number (B)(4). One impl scr-v mini sbm 3.3mm 3.5mm 10mm (svmb10) was returned for investigation. Visual inspection of the returned product identified moderate wear and debris about the implant threads, vents, and drive features. The product matched print specifications when measured against drawings. The product was used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to recurring pain. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.